Manufacturer narrative:
We checked the returned unit and confirmed that tthe water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the air/water nozzles glue missing, the bending rubber leak, the bending rubber pin hole, and the eog valve broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.